Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart and although she felt all pledget pieces were removed from her vaginal cavity, she was unsure if pieces remained inside. She denied any physical symptoms but said she felt anxiety which improved after 2-3 days. She did not seek medical attention and did not experience any adverse health effects.